Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d)system was returned to the manufacturer from the manufacturer's field representative indicating the patient is deceased and died five days after implant; the date of death was also provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism, and the distal conductor had blood/body fluid (not obstructed). (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed).